Event description:
It was reported that after inserting the sensation plus 50cc intra aortic balloon (iab) catheter had gas loss alarm. Customer reported that the alarm had only gone off one time and that they called him to the bedside immediately. After using the help screen, verified there was no blood in the helium tubing, and that all connections were appropriate and secure. And performing a fill and pressed start which resolved the alarm and resumed therapy. There is no harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference no. (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Dr. (B)(6), a cardiology fellow, called for support regarding a gas loss alarm during use. The alarm occurred once, prompting immediate bedside attention. Dr (B)(6) used the help screen for guidance, verified no blood in the helium tubing, confirmed secure and appropriate connections, performed a manual fill and restart, which resolved the alarm and resumed therapy. The patient conditions included peep of 12, forceful coughing and tachycardia in the 120s. The support team explained the nature of the alarm, reinforced dr. (B)(6) troubleshooting steps and advised to call if the alarm repeats multiple times within an hour for further troubleshooting. Based on the description, the gas loss alarm was likely triggered by transient patient-related factors such as forceful coughing and elevated intrathoracic pressure (peep of 12), which may have temporarily disrupted balloon inflation dynamics. The issue was resolved through appropriate troubleshooting. There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.